Manufacturer narrative:
1. No defective samples and photos have been received for the complaint. 2. DHR/bhr review lot#3262342. 1. This batch of products were assembled at intima ii auto line 3 in october 2023, and packaged at cfs package line in october 2023. Work order quantity was 198,000 ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for catheter bending resistance test and flow test, and the test results show no abnormal. Please see the attached test report. 4. Cause analysis: 1. The blockage occurred after the puncture, indicating that the complained sample was not abnormal during the exhaust process, that is, the sample itself did not have the defect of blockage. 2. The removed catheter could be seen to be bent, but the catheter flow was normal and the catheter was not leaking, indicating that the catheter had good bending resistance and had not been damaged. 3. The blockage of defective sample and the bending of the catheter may be related to the puncture vein short and thin., the angle and depth of the catheter entering the vein, the type and concentration of the drug, and so on. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion s.: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, and further analysis cannot be performed, the root cause of the blockage of the defective sample and the bending of the catheter cannot be determined.

Event description:
No additional informaiton provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc tubing was defective / damaged on (B)(6) 2024, the patient had a total of 7 sets of injections during the day, and there was always no drip of the infusion. Half an hour to 1 hour will not work. It can't be used in the morning and in the afternoon. If the tube is broken or does not drop, it will not pass through the pipe with salt water. Pulling out the sleeve needle does not block the tube, and it can be seen that there is a broken tube. The next day, a medium-length catheter was placed. Patients are repeatedly punctured with needles, which increases the pain of patients, seriously affects the infusion therapy of patients, increases the workload of nurses, and causes the loss of consumables.